Event description:
It was reported that the customer was having high blood glucose of 289mg/dl. The customer experienced thirst and frequent urination. Troubleshooting was performed, and the drive support cap was protruded and sticking out. Advised the caller to disconnect from the device. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Insulin pump alarmed during the prime test due to a protruded/loose drive support disk. Unable to perform the occlusion test due to the alarm. A cracked battery tube threads, cracked reservoir tube lip, scratched lcd window and missing end cap sticker noted.